Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to a failure of both single point load cells. A review of the archive data showed multiple occurrences of ua07 messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load-sensing system of the device detected a weight/load imbalance between the two load cells. Upon conducting the load cell characterization test, the result determined that both single-point load cells were over-reporting. Both load cells were replaced to remedy the reported complaint. Subsequently, the load cell characterization test was performed, and the results indicated that both load cells function within specification. After servicing, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. They tried reinstalling the lifeband and swapped to a new autopulse li-ion battery but the issue persists. This was observed after use. Per the customer, the platform performed as intended during the previous call. No patient involvement.